Event description:
It was reported that safe state events had happened in the past. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).